Event description:
Approximately twenty-five minutes into a hemodialysis treatment, the pt's blood pressure dropped and she became unresponsive. She was found to have no pulse, and cardiopulmonary resuscitation was initiated. She was successfully resuscitated, intubated, and transferred to the micu. Her admitting diagnosis was "cardiac arrest - cause unk". Neither the nurses, nor the physicians caring for the pt believe that the phoenix machine caused or contributed to the pt's cardiac event. In the past, the pt has experienced similar events while on dialysis. The pt has resumed dialysis in the clinic.

Manufacturer narrative:
Per (B) (4) corporate policy, the facility contacted gambro to request an inspection of the phoenix machine, prior to its return to clinical use. The phoenix machine was inspected by a gts rep, who found it to be operating within MFR's specifications and functioning correctly. The machine has been returned to clinical use. With no further issues. The dialyzer and bloodlines were not returned for analysis and not believed to be a factor in the reported event. The medical staff does not believe a gambro product caused or contributed to the cardiac arrest.